Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. As the lot number was not reported and packaging was not returned, the device history record could not be reviewed. Upon visual inspection of the returned complaint device it was revealed that the cannula sleeve had been fractured and was broken. The most likely root cause of the reported event is excessive force applied to the cannula. The reported event will continue to be monitored through post-market surveillance. The instructions for use state: "careful handling of instruments is necessary to avoid damage or breakage." "Do not use excessive force." "Minimally invasive instruments may vary in diameter from manufacturer to manufacturer. When minimally invasive instruments and accessories from different manufacturers are employed together in a procedure, verify compatibility prior to initiation of the procedure."

Event description:
It was reported after the procedure ended, the physician was removing the trocar from the patient when it broke in half while still inside the patient. The device broke into two pieces, and nothing fell inside the patient. There was no medical intervention, surgical delay, or adverse consequences. The procedure was completed successfully.